Event description:
The customer and fe described a situation in which intermittently the interconnect cable could not be connected to the c-arm. This will have resulted in an intermittent loss of fluoroscopy x-ray functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.